Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. E1: additional phone number: (B)(6). The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding a 6" (15 cm) appx 0.25 ml, smallbore ext set w/clamp, rotating luer that experienced cracking during use. The report stated that there is a large crack noted in PICC extension piece during sterile line change. Removed and replaced in sterile procedure. Extension piece given to management on arrival to unit. The event occurred on (B)(6) 2025 during sterile line change. There was no harm to the patient reported.

Manufacturer narrative:
Additional information d9. Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history record could not be reviewed due to the unknown lot number.